Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous proximal to mid left descending artery. A 10/4.00 flextome cutting balloon was used to dilate the lesion. An attempt to dilate the lesion was made and it was noted that the pressure was unable to elevate over 4atm. The device was removed and found that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.